Event description:
During a percutaneous transluminal angioplasty to the right external iliac artery, a balloon ruptured occurred. There was heavy calcificationn, mild vessel tortuosity and 75% stenosis. The balloon ruptured at 5atm while deploying the stent. There was no dissection to the vessel reported. Another balloon chatheter (brand unk) was used for post-dilatation and the procedure was finished successfully. There was no pt injury reported. This product will be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt. Please note that this product is not distributed in the united states; however, it is similar to the united states product.